Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for low pacing impedance. It was also noted that there were small r-waves/diminished sensing and the r-wave amplitude had been dropping. The lead remains in use. No patient complications have been reported as a result of this event.